Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor and the ilet bionic pancreas, after which glucose readings resumed without intervention during the call. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on activities of daily living and no medical intervention or hospitalization. Investigation included technical support review and user education regarding cgm-to-pump connectivity. Investigation of this case revealed that the device communication recovered spontaneously and no alerts or alarms were documented. It was concluded that the event was a transient communication issue with no confirmed device malfunction and no clinical consequences.